Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that latitude detected an alert for a low shock impedance measurement less than 20 ohms on this device system. Upon review, all other lead measurements were within acceptable limits. Technical services recommended bringing the patient in to the clinic for further evaluation. To date, no adverse patient effects were reported with this clinical observation.